Event description:
Reporter alleged obtaining a discrepant blood glucose result of 15 mg/dl back to back with a result of 62 mg/dl on the compact plus system when testing was performed within 10 mins. Reporter indicated that he was feeling disoriented and tired so he self-treated with glucose tabs, juice, and a sandwich. Reporter stated he sent to sleep, awoke, and almost one hour later obtained the results of 293 mg/dl and 130 mg/dl within 10 mins on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.